Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "md stated that as he pulled manta handle to yellow-green the manta suture snapped. Md then applied pressure directly to right cfa site. It was noted that the radiopaque lock was on the suture thread between the manta handle and the *top* of the blue lock advancement tube (vs. Between the blue lock advancement tube and the knot of the suture). Md then chose to advance blue lock advancement tube and then perform fluoroscopic image for further assessment. Md stated that there was no bleeding outside the puncture site. Upon review of fluoroscopic images of arteriotomy, md stated that possible distal stenosis and dissection. Md also noted what he thought was the manta radiopaque lock, despite noting radiopaque lock was still on suture thread after manta cut from patient. Md questioned if this manta device may have had 2 radiopaque locks present in device. Md consulted vascular and CT angiography pending." Additional information: during a tavr procedure, ultrasound was utilized to gain access in the right femoral artery. Vessel size was 6mm with no reported calcification or tortuosity. Measured depth for the manta was 7.5+1cm. Tine to hemostasis was 10minutes. As per md - there was no blushing on post-manta fluoroscopic images and hemostasis was achieved, despite md noting distal dissection and query stenosis to access vessel. Md stated he will consult for vascular opinion and ordered CT angio to further assess. Patient was then transferred to recovery in hemodynamically stable condition to await further assessment. Additional information received on 29may2024: md reported, "surgical cutdown and vascular repair of the cfa was performed due to distal dissection. Manta was not the issue (as per the md), however, manta ended up being deployed in the false lumen of the dissection and, therefore, was explanted during cfa repair. Patient was discharged in stable condition last week and was reported as fine."

Manufacturer narrative:
(B)(4). One unit of manta and sheath were returned for evaluation. Blood particulates were noted on the unit. Unit was decontaminated and in spected. Manta was locked into the sheath. The tamper tube was disengaged and free from the lumen.angio photos were obtained by vsi/teleflex indicating a very high positioned access and stenosis proximal to the radiopaque lock. The device lot history record review for lot number mn2401576 manta 18f indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Case details were reviewed. During deployment, while withdrawing the manta closure to the yellow/green as indicated in the tension gauge window, the manta suture snapped. Manual pressure was applied to the access site and the physician chose to advance the blue lock advancement tube. A fluoroscopy was performed for further assessment and indicated no blushing post-manta with possible dissection and distal stenosis present. Dissections are a common large bore procedural complication. Therefore, it cannot be determined if the dissection occurred prior to or during the manta deployment. The physician noted what he thought was the radiopaque lock, despite the lock was still situated on the suture after manta was cut from the patient and questioned if it was possible the manta device had two radiopaque locks present. The manta device does contain two radiopaque locks located above and below the blue lock advancement tube. The lock located closest to the anchor, enters the patient. The patient was transferred to recovery in hemodynamically stable condition. Vascular surgery was consulted, and a CT angio was ordered for further assessment. Surgical intervention was performed due to the distal dissection. During the cut down, the manta device was seen deployed in the false lumen of the dissection, was explanted, and the vessel was repaired. The patient outcome post-procedure was fine and discharged in stable condition. As per the physician, manta was not the issue. Therefore, the root cause of the delivery of the implant not being effective in creating hemostasis requiring surgical intervention likely is contributed to user error due to the higher positioned access and deploying manta into the false lumen of the dissection. There appears to be no product quality issue with respect to manufacturing, documentation, or labelling. The der process will continue to monitor and investigate any similar events.

Event description:
It was reported that: "md stated that as he pulled manta handle to yellow-green the manta suture snapped. Md then applied pressure directly to right cfa site. It was noted that the radiopaque lock was on the suture thread between the manta handle and the *top* of the blue lock advancement tube (vs. Between the blue lock advancement tube and the knot of the suture). Md then chose to advance blue lock advancement tube and then perform fluoroscopic image for further assessment. Md stated that there was no bleeding outside the puncture site. Upon review of fluoroscopic images of arteriotomy, md stated that possible distal stenosis and dissection. Md also noted what he thought was the manta radiopaque lock, despite noting radiopaque lock was still on suture thread after manta cut from patient. Md questioned if this manta device may have had 2 radiopaque locks present in device. Md consulted vascular and CT angiography pending." Additional information: during a tavr procedure, ultrasound was utilized to gain access in the right femoral artery. Vessel size was >6mm with no reported calcification or tortuosity. Measured depth for the manta was 7.5+1cm. Tine to hemostasis was 10minutes. As per md - there was no blushing on post-manta fluoroscopic images and hemostasis was achieved, despite md noting distal dissection and query stenosis to access vessel. Md stated he will consult for vascular opinion and ordered CT angio to further assess. Patient was then transferred to recovery in hemodynamically stable condition to await further assessment. Additional information received on 29may2024: md reported, "surgical cutdown and vascular repair of the cfa was performed due to distal dissection. Manta was not the issue (as per the md), however, manta ended up being deployed in the false lumen of the dissection and, therefore, was explanted during cfa repair. Patient was discharged in stable condition last week and was reported as fine."